Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 34 mg/dl with unsteadiness when walking/standing and visual disturbance. The patient reportedly did not receive any treatment above or beyond the usual routine for diabetes care and management; however, reportedly required assistance from a third party. The patient¿s health care provider reportedly made adjustments to the basal rate in the pump. The reporter alleged the time and date reset to the factory default setting when the battery was removed for less than 24 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen. During troubleshooting completed by animas customer support, it was discovered that the pump programming was off by 12 hours and animas customer support determined this is what caused the patient¿s blood glucose excursion. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue and the pump programming being off by 12 hours after time/date reset.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. During investigation, the time/date reset to default after the power interruption was duplicated due to a component failure. The basal history indicated the pump was delivering the programmed basal rate, showed time stamps for basal changes, and indicated the time was set for am instead of pm. Because of the am pm setting change, the total daily dose was 13 units greater than expected. Unrelated to the original complaint, the display was dim/pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.